Manufacturer narrative:
Follow-up #2 date of submission 03/30/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during testing, the pump powered on normally. The pump was exercised for 24 hours with no errors, alarms, or warnings. An ezcarb bolus was performed with 52g carb and I:c ratio of 1u:60g; the pump correctly calculated a 0.85u bolus. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump wasn't properly calculating a bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6).